Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from a healthcare provider on 2016-nov-18. It was reported that the volume discrepancy was first observed on (B)(6) 2016. The expected reservoir volume (erv)was 3.7ml, and the actual reservoir volume (arv) was under 1ml. Troubleshooting related to the volume discrepancy included accessing the reservoir again to ensure no residual fluid was left in the pump, x-rays of the pump, and a refill of 20ml. The patient experienced weak lower extremities and a loss of function to ambulate. The cause of the discrepancy was unknown, and the infusion system was replaced to resolve the issue. The patient was being attended in the home setting, and her condition was slowly improving with a decreased rate of 134.5mcg per day. The pump was running on a flex schedule with lower dosing during the day to get some tone back for ambulating, and higher dosing at night to prevent left leg spasticity from interfering with the patient's sleep. The patient was hoping to transition to outpatient physical therapy if leg function imp roved after the dosing decrease. During an appointment on (B)(6) 2016, the patient was able to lift her foot but not enough to clear the floor; her legs felt heavy and weak, like mush. The next refill was scheduled for (B)(6) 2017. The pump medication was reported to be gablofen. During the patient's refill on (B)(6) 2016, the erv was 5.8ml and the arv was 10ml. At that time, the patient experienced increased spasticity, and was having difficulty getting into and out of the car. She had difficulty bending and lifting her left leg, and needed to use her hands to assist. The dose was increased by 3% at that time to 178.9mcg per day. The patient was noted to be sensitive to baclofen. The patient's medical history included the following immunizations: influenza, pneumovax, tdap, and zoster. The patient was allergic to latex and had a sensitivity to self-catheterization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2016. It was reported that the hcp followed up with the patient on (B)(6) 2016, and she was doing great. She was ambulating and her symptoms were 80% resolved.

Manufacturer narrative:
The previously applied conclusion code is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. The pump and catheter segments were returned to the manufacturer; the catheter was received in segments. Analysis of the pump on 2016-dec-07 revealed corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As received the pump had fluid in reservoir and was left running in flex infusion mode. The pump logs gathered indicated a single motor stall and recovery noted after explant. During destructive analysis the technician found residue and shaft wear on the upper shaft of gear 2 in addition to some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. The pumps passed dispense accuracy testing. Analysis of the model 8709 portion of catheter revealed a hole in the catheter body of segment 1 caused by deep abrasion. Regarding the catheter finding, analysis noted that there was a fluid leak seen during pressure testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 161 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was unknown. On this report date, surgical intervention occurred; the pump was explanted due to the possibility of overinfusion due to inconsistent residual volumes. The managing clinic indicated that the refill residual volumes were inconsistently less than expected, to the manufacturing representatives knowledge, no clinical events occurred as a result. It was unknown as to whether diagnostics/troubleshooting were performed. The manufacturing representative found out about this at the time of surgery. The pump was replaced and was to be returned to the manufacturer. The catheter was checked and found to be patent however the managing physician asked for the entire system to be swapped out as long as the surgeon was in there operating. At the time of this report, it was unknown as to whether the issue was resolved, patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.